Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2004. An acmi scope and adapter were used. Before the ablation, the doctor removed the speculum. At 8 minutes into the albation there was an alarm at 61cc/min fluid loss. The doctor reinserted the speculum, repositioned the tenaculum and continued the ablation. No 4x4 gauze was used. At the end of the case a second degree burn was evident thru the vagina, and with blistering down both buttocks. Silvadene cream was applied. The ablation presented successful and there were no other complications.